Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is aniosyme x3 and the automated endoscopic reprocessor (aer) used is soluscope series 4. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The scope was brushed using allyn medical scope clean manual brushes. Their storage practice is using a soluscope dsc 8000 cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 cfu of micro-organisms were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The physical device evaluation found no defects on the device. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for 57 colony forming units (cfus) of serratia marcescens and 1 cfu of bacillus cereus. All channels were sampled. Sampling took place at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where evaluation found no device malfunctions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we were not able to determine relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.